Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was sluggish. A technical support specialist (tss) remotely accessed the station, reviewed the settings, and performed a reboot; however, the issue persisted with lag and inconsistent screen behavior. Then field service engineer (fse) was dispatched but later identified as unnecessary and recommended for specialist review. Subsequently, the customer confirmed that the station was operating normally and no issue remained. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, became sluggish, at times and did not respond to touch inputs. However, there were no delays or adverse events or injuries reported based on this event.